Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (390-490 mg/dl) and the ketone level was trace. Multiple boluses were delivered to address the bg level. Throughout the day. The customer thought the high bg was due to a "bad site"; however, no further details were provided. The customer did not troubleshoot with tandem technical support and just requested assistance with changing out the infusion set site. The customer declined further follow-up.